Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited noise oversensing. Programming changes were made. The patient was stable.